Event description:
It was reported that during a knee arthroscopy, the cable of the motor drive unit shaver started warming up, halfway through the case the shaver stopped working. The procedure was finished with a smith and nephew back-up device. No delay or further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Insufficient product identification information was provided, and thus, a product print specification review could not be conducted. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: h2: correction on d4.

Event description:
It was reported that during a knee arthroscopy, the cable of the motor drive unit shaver started warming up and halfway through the case the shaver stopped working. When the handpiece was handed off, it was noticed that the cable was hot. The procedure was finished with the same dii controller and a smith and nephew back up motor drive unit shaver handpiece. No delay or further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5.